Event description:
It was reported a spectrum pump had constant upstream occlusion alarms. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were confirmed through review of the event history log, but were unable to be reproduced. The eval did find the fluid number readings from the sensor were below spec, which caused increased sensitivity to false alarms. The upstream sensor and pusher were replaced.